Event description:
Per the audiologist's report, in the summer of 2004, the pt was working outside and perspiring when she experienced a slight shock, buzz and then no sound. The next morning her hearing returned. However, she began to notice this pattern when sweating. Integrity testing in 2006 revealed faulty electrodes. Reprogramming was recommended. However, the surgeon explanted the device one month later and reimplanted a new one the same day.